Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the trunk cable was pulled from the distribution node (dn) strain relief, damaging internal wires and the j702 connector on the dn pca board. The root cause of the damaged cable, wires and connector is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a cable on a patient's electrode belt was damaged.